Event description:
On (B)(6) 2021 this male peritoneal dialysis (pd) patient contacted fresenius technical support for a drain complication encountered. The patient reported having surgery to adjust the pd catheter (not a fresenius product) placement. Attempts to obtain additional information related to the catheter surgery were unsuccessful. The pd catheter is not a fresenius product. There is no allegation of a fresenius device malfunction or deficiency reported for the surgery event. There is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)